Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on the performa meter, compared to a professional meter, within 10 minutes: 27.0 mmol/l (performa meter) and 3.4 mmol/l (hospital's meter). The patient had hypoglycemia symptoms of weakness and dizziness. The patient was hospitalized and he was treated with unknown medication. It is unknown how long the patient was in the hospital. The product cannot be returned for legal and customs issues.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Customer returned expired test strips.